Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel in the forearm. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. Th device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.